Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Lot number: al070052.

Event description:
According to the available information, the following were noted in (B)(6) 2013: flank pain with radiation to the abdomen, hematuria and recurrent urinary tract infections (uti), right flank pain with hydronephrosis, nausea, recurrent cystitis, and microhematuria. It was also noted: cystoscopy, retrogrades, right ureteral dilation with balloon and placement of stent under general anesthesia. On (B)(6) 2013, it was noted the patient visited the emergency room for nausea, vomiting, and abdominal pain. She was diagnosed with a uti in the ed. She had been treated for uti with pcp two days prior. The patient had a stent placed for kidney stones several years prior to 2013, but ¿never followed through.¿ she presented to the emergency room with a uti, severe right-sided flank pain, nausea, vomiting, and a temperature. Two & three days later, the patient was experiencing intractable nausea, vomiting, and abdominal pain. Recurrent utis with nephrolithiasis. Significant pain in the flank area. Laser lithotripsy of the stent stone and ureteral stone, retrograde stent removal and placement of new stent under general anesthesia.